Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a left total attune knee revision. The tibial tray was prepped and all components sat correctly. The real implants were assembled correctly. During implantation of the tibial construct, the tibial tray cracked anteriorly. This is a common occurrence with this system. The pressfit of this system is too much. 3 minutes surgical delay was noted. Doe: (B)(6) 2022.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history review: a manufacturing record evaluation (nc search) was performed for the finished device 150660007, lot 9541578, and no non-conformances / manufacturing irregularities were identified.

Event description:
It was reported that the patient had a left total attune knee revision. The tibial tray was prepped and all components sat correctly. The real implants were assembled correctly. During implantation of the tibial construct, the tibial tray cracked anteriorly. This is a common occurrence with this system. The pressfit of this system is too much. 3 minutes surgical delay was noted. Doe: (B)(6) 2022.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.